Manufacturer narrative:
Attachment article, titled: "cerebral protection during mitraclip implantation.¿ b3, d6: estimated date. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter (sgc) mentioned in the article is filed under a separate medwatch report number.

Event description:
This is being filed to report mitral stenosis, tissue damage, thrombosis, foreign material, embolism, prolonged hospitalization. It was reported through a research article identifying mitraclip and that may be related to the following: mitral stenosis, tissue damage, thrombosis, foreign material, embolism and prolonged hospitalization. The article also identified steerable guide catheters that may be related to the following: thrombosis, tissue damage, foreign material, prolonged hospitalization and peeling. Specific patient information is documented as unknown. Details are listed in the attached article, titled, cerebral protection during mitraclip implantation. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The UDI is unknown as the part and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of mitral stenosis, thrombosis, tissue damage, embolism and failure to retrieve mitraclip nt system components, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot number were not provided.